Event description:
The customer reported that the steering was stiff. There was no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering was evaluated, reseated and calibrated. The system was tested and found to be working as intended and returned to service.